Event description:
The customer reported that during set-up of a non-imaging case, the operating room table's rotational locking mechanism failed to unlock table movement until several attempts were made. After the table unlocked rotational position and the table was rotated to the desired position, the mechanism subsequently failed to lock table movement until after several attempts were made. The customer reported there was a patient on the table during the event, and that no harm or impact to the surgical procedure occurred as a result of the intermittent mechanism function.

Manufacturer narrative:
An imris serivce engineer assessed the operating room table at the customer site on 2023-07-24 and isolated the cause of the malfunction to the acutator component within the table's rotational locking mechanism. The service engineer removed and replaced the actuator component and functionally tested the table after the repair. The actuator was returned to the manufacturer and an internal corrective action has been initiated to further address this issue. Multiple attempts to obtain patient demographic information were made and no further information was provided.